Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. However a photo of the actual sample was provided. Therefore, the investigation consisted of evaluation of user facility information and a photograph of the involved sample. A visual evaluation of the photo confirmed the catheter was detached and part of the catheter tube was remaining inside the catheter hub. A review of the manufacturing inspection records and device history records for the last five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "do not attempt to re-insert a partially or completely withdrawn needle." (B)(4). All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4). Actual device not returned .

Event description:
This report is being submitted in response to medwatch report # (B)(4) which was received from the FDA on (B)(6) 2015. The event description states the following: a patient had an external jugular 18 gauge surflo IV 2 inch catheter placed earlier this month; it was reported a couple of days later, a nurse noted the dressing to be moist and leaking as she tried to flush the catheter; the dressing was removed; the ej cannula was noted to be detached from the hub and the cannula was not visible at the skin surface; the patient's neck was palpated and the catheter/cannula could not be felt under the skin surface; a soft tissue x-ray revealed approximately a 4 cm catheter/cannula fragment in the soft tissues of the neck; the patient was taken to surgery for removal of the retained distal portion of the angiocath; it was reported from the anesthesiologists that the catheter/cannula was known to bend and crimp very easily and this was validated with demonstration on the type of catheter; and it was reported no additional harm to the patient. Please see the attached maude event report # (B)(4) that was found during a maude search on (B)(6) 2015 by the manufacturer.